Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with vancomycin (1 gram per one bag, intraperitoneally, frequency and duration not reported) and meropenem (500 mg, in one exchange per day, intraperitoneally, duration not reported) for peritonitis. The patient¿s outcome was unknown and dianeal therapy was ongoing. No additional information is available.